Event description:
In this event it is reported that a surgiguide that was used in a treatment, when the doctor drilled the first hole lingually along the jawbone in region 45. The doctor couldn't insert the implant because the bone now needs to heal. Additional information received from communication; it is too far lingual in the mouth; it will be removed next week. The doctor tried to implant #20/35 and # 19/36 with full stop at 8 mm, but they only reached 4 mm deep into the bone, so they were not inserted; there was no primary stability; so, it was stopped. The customer received the order instructions, and the guide looked good; everything was occlusal but the guide with the sleeve very lingual inclined in the mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.